Manufacturer narrative:
Unit failed rewind test due to constant pump error 38. Unable to perform displacement, force sensor, occlusion test, basic occlusion test, or prime/seating test due to pump error 38 during testing. Unit was successfully downloaded using thus software, however in pump traces and history review no pump error 38 noted on event date. Pump was cut open to perform a visual inspection and found moisture damage on motor assembly and force sensor. Test p-cap locked in place properly during testing. The following damages were noted: pillowing keypad overlay, corroded home switch, and scratched case. In summary, customer concern for pump error 38 confirmed. Pump error 38 due to corroded motor assembly. Isolate to motor stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38-no motor movement or negligible movement. Retries to free a stuck motor failed. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. It was unknown whether the alarm was cleared or not. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device will be returned. The customer will discontinue the use of the device.